Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 7 of 8. Gts explained that a large amount of air had entered into the disposable set and had the patient cycle power to clear the error. Gts advised the patient to discard the supplies and either start over with new supplies or finish therapy manually. Product surveillance contacted the patient's mother who explained that nothing unusual was noticed with the supplies. The patient's mother advised they retained the lot information, but discarded the sample. The patient's mother further explained that the patient's dialysis nurse was notified and therapy was continued successfully. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report of a system error 2240 (air in set) was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. A batch review was performed with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded; however, the lot information was retained. A batch review will be performed and a follow-up report will be submitted upon the completion of baxter's investigation.